Event description:
In 2004, the patient was implanted with a vented electric left ventricular assist device (lvad). Approx four and a half months later, it was reported to the manufacturer that two different nurses on the same night had received a shock while changing the black lead from battery to power base unit (pbu) power. Both the pbu cable and the controller were changed out with no further occurrences of the alarm. The same nurses changed power sources and have not been shocked since the change out. The customer is returning the controller and pbu cable to the manufacturer for analysis. The patient remains on lvad suppor while awaiting a heart transplant.

Manufacturer narrative:
The manufacturer received the controller and pbu cable on 10/28/2004, and is currently being analyzed. The patient remains on lvad support while awaiting a heart transplant. No further information is available at this time.